Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement and vessel dissection occurred. The target lesion was located in a coronary artery. A 2.25x20mm synergy drug-eluting stent was advanced but failed to cross the lesion. However, when withdrawing the device from the body, the stent came off and ended up in the right coronary artery (rca). The stent was then crushed, causing a dissection in the distal rca. No further complications were reported.